Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to information received in the service report the device failed pressure transducer test during pre-use check. Replacement of pressure transducer printed circuit boards (pcbs) resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The defective parts were not returned for investigation, despite request. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcbs.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
During the evaluation of the ventilator, it was found that the device¿s pressure transducer printed circuit boards were defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.